Manufacturer narrative:
Immediately following notification, stimwave quality and the territory manager reviewed events preceding the issue. The patient had a permanent procedure performed on (B)(6) 2019, in which one (1) stimq neurostimulator (stq4-rcva0) and one (1) stimq neurostimulator (stq4-spr-b0) implanted at the knee. The territory manager confirmed that the implant procedure was performed in a sterile environment, sterile field handling protocols were used, the procedure was completed in accordance with the product instructions for use, and the sterile barriers of all product used were intact prior to implant. The procedure was completed without complication, and the territory manager maintained contact with the patient following implant. On (B)(6) 2020, the patient went to clinician reporting pain and puss at the insertion site. On (B)(6) 2020, the clinician made the decision to explant the stimq neurostimulator (stq4-spr-b0; sn: (B)(4)). A second stimq neurostimulator (stq4-rcv-a0; sn: (B)(4)), that was implanted on the same date, (B)(6) 2019, was left in place. The patient was also prescribed antibiotics to treat the infection. The sutures and the explanted device were swabbed for bacterial culture testing. The device came back negative and the sutures came back positive for staph infection. Doctor found staph infection on the skin of patient at the pocket site. Doctor believes incision was not closed up properly on the pocket end. (B)(6) 2020 patient met with implanting physician and was determined to be recovering from the explant procedure and infection with no issues. The patient was satisfied with the device performance prior to the explant. The original stimq neurostimulator (stq4-rcv-a0; sn:(B)(4)) remains implanted and is providing pain relief to the patient. Patient is going to be talking to clinician to determine scheduling for a replacement implant. No further complications were reported. Infection is known adverse event for peripheral nerve stimulation that is reduced as far as possible in the product's risk management file. Through a review of sterilization and packaging records for the respective product lots, stimwave has confirmed that the product was delivered sterile, no trend of infection is evident for lot swo190423, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging.

Event description:
Stimwave quality has investigated the details regarding a complaint of an infection reported to stimwave on (B)(6) 2020, by territory manager.